Manufacturer narrative:
Additional information was received that ipg migration was confirmed through x-ray. The patient underwent pocket revision wherein the ipg was replaced with a new one per physician preference. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient's ipg had migrated and would keep on moving and that her suture on the inside is loose. The patient will undergo a pocket revision.

Event description:
A report was received that the patient's ipg had migrated and would keep on moving and that her suture on the inside is loose. The patient will undergo a pocket revision.